Event description:
The device eval identified a reportable malfunction, under delivery, unrelated to the original complaint, which was a non-reportable event.

Manufacturer narrative:
(B)(4). The test and investigation results confirmed that the motor stuttered causing an under delivery. Ross standard procedures includes attempting to obtain all required information from the source.